Manufacturer narrative:
Sliding core bearing revised after being implanted for 13.5 years. Visual evaluation shows fractured marker wire. Review of device history records shows no anomalies.

Event description:
Pt had star sliding core bearing revised.